Event description:
A hemodialysis user facility has reported that during treatment an external blood leak occurred. The leak was visually observed at the hanson port. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 100cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded by facility.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.